Manufacturer narrative:
The device was explanted on (B)(6) 2021 and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on june 02, 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 21, 2024.

Manufacturer narrative:
This report is submitted on april 30, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.